Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose over 500 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported motor error but the insulin pump was able to rewind. Customer did not report motion encoder error alarm. Insulin pump will be returning for analysis.